Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecology hysteroscope ceramic insulation at the tip cracked right down the middle. The issue occurred during a therapeutic cystoscopy transureteral resection of prostate procedure. The procedure occurred during sedation, while the device was inside the patient. The procedure was completed using the same device. There were no reports of patient harm.